Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault 319 occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 319 and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suspected usm was analyzed and the reported error was confirmed via logs and replicated in-house. The unit was tested on and in-house system in normal mode where the 319 error was triggered. Upon further inspection, it was discovered that the rolling loop was tangled inside of the spar. The rolling loop failed the fiber test for low fiber. A golden rolling loop fiber was installed, and the unit passed testing. The original rolling loop fiber could not be installed and retested due to the physical damage. The reported complaint regarding was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted to a new patient side cart (psc) after the start of the procedure due to repeated recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure that recoverable fault 319 occurred. The intuitive tech support engineer (tse) viewed the logs and verified a 319 error against universal surgical manipulator (usm) 3. The tse walked the customer through a hard power cycle of the patient side cart (psc), but the error persisted on power up. The tse inquired if it was possible to proceed with 3 arms, but the surgeon was not willing to. The tse asked if the customer if they had another psc they could utilize. The customer connected a second psc to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure conversion did not result in increasing port size and there were no reports of patient injury.